Event description:
A report was received that the patient's ipg was bulging and the patient was experiencing soreness at the pocket site. The patient underwent an explant procedure. There will be no further information provided to bsn.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.